Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited high defibrillation impedance on the right ventricular (rv) channel. The physician explanted and replaced the ICD. The patient condition was stable.

Event description:
New information received noted that the patient had presented to the hospital with unspecified symptoms prior to the procedure.

Manufacturer narrative:
The reported event of high impedance was not confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Analysis of device image was performed, and no anomalies were noted. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Electrical testing was performed, and no anomalies were noted.